Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. The customer thought the insulin pump had delivered insulin to their body, but it did not. The customer reported this was the third incident where they were hospitalized with the insulin pump. The first time, the customer was involved in a vehicle accident and the airbag hit the insulin pump, resulting in insulin delivery. The event was reported and the pump was replaced. During the second event, the customer believed they accidentally delivered insulin to their body. This event was also reported. No further information was provided. Troubleshooting was not completed on the insulin pump. The insulin pump will not be returned for analysis.